Event description:
(B)(4). I had unbearable pain, like miscarriage cramps, dizziness, nausea and it had lasted for a week so I went to ER and this like many times before the doctor diagnosed it as abnormal uterine bleeding. I still have these pains but can't afford any more medical bills to build.